Event description:
It was reported that the knee instrument was noted missing a ball plunger after sterilization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection verified the item lot combination and reviewed manufacturing date. Returned device exhibits signs of repeated use. One ball bearing and the associated spring were missing and were not returned. The device history records and receiving inspection reports were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.